Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the 3.5mm distal humerus support plate broke post-op. The plate was implanted on (B)(6) 2019 and was noted to broken in (B)(6) 2020. Patient outcome is unknown. Surgery outcome is unknown. Concomitant devices reported: screws: trauma (part number unknown, lot unknown, quantity unknown). This report involves one (1) 3.5mm ti lcp postlat distal humerus pl-lat support 14h-lt. This is report 1 of 1 for (B)(4).